Event description:
The customer contacted stryker to report that their device will not power on with ac or dc power. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker depot technician evaluated the device and the issue was able to be verified and was able to be duplicated. It was determined that the cause of the reported issue was a loose power module to therapy pcb (printed circuit board) cable connection and a loose power module to flex cable connection. The issue was resolved by reseating both cables. The device passed all functional and performance testing and was returned to the customer.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on with ac or dc power. There was no patient involvement reported with the event.